Event description:
The customer reported the system was flouring on it's own and locked up. The fe confirmed the system was beeping like it was flouring, but it did not actually expose fluoroscopy. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.